Event description:
Olympus was informed that a piece of glue from the bending cover had dislodged into the patient's body cavity during an unidentified procedure.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the broken piece of glue was retrieved with an unidentified forceps during a therapeutic bronchoscopy procedure. The user facility reported that the glue was broken off into one piece, and it was less than 1/2 of an inch. The intended procedure was said to have been completed with the same device. There was no patient injury reported. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. The glue around the distal-end cover was cracked and approximately 3mm of the glue was noted missing. The device did not pass the insulation test. There was no fluid invasion or corrosion noted inside the referenced device. The referenced device was repaired and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.